Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.

Event description:
Additional information was received that the infection traveled up the area of the lead body to the neck site. The surgeon believed that the patient was picking at the site which led to the infection. Device replacement was not performed due to the severity of the infection. Discussions were aborted due to insurance purposes, and the physician¿s final decision was to continue to treat the infection to resolution.

Event description:
Reported indicated that the patient was seen in the emergency room for infection around (B)(6) 2013. It was reported that the generator site was red and swollen and the physician performed a debridement and cleaned out the chest pocket. The patient had undergone generator replacement on (B)(6) 2012. The neurosurgeon believes the patient was scratching at the generator incision following generator replacement and the site became infected. Review of manufacturing records confirmed sterilization for the generator prior to distribution. Attempts for additional information from the physician are underway but no further information has been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.

Event description:
The intraoperative report showed that intraoperative antibiotics were administered during the generator replacement surgery on (B)(6) 2012. It was reported that the red and swollen area was first observed on (B)(6) 2013. Blood culture was negative and the wound culture showed (B)(6). The debridement was performed on (B)(6) 2013. A PICC line was placed and the patient was sent home on IV vancomycin; however, the patient developed a reaction to the medication and the PICC line was discontinued. The patient was then placed on oral bactrim. The patient was seen by surgeon on(B)(6) 2013 after the antibiotic had been completed and the wound looked good. The patient has been released to neurologist for further follow-up.

Manufacturer narrative:
New information received corrects the date of event reported on the initial report.

Manufacturer narrative:
Device evaluated by MFR. Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported by the patient¿s family that the patient had been explanted due to infection in 2009. Per the surgeon, the generator was explanted in august 2013, not 2009 and no surgeries occurred in 2009. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional or relevant information has been received to date.

Event description:
Operative notes were received that indicated that the patient's vns site was infected. It was noted that when the generator site was open, the pocket was filled with purulent material. There was no infection at the electrode site, but both the lead and generator were removed. No further relevant information has been received to date.